Manufacturer narrative:
Athe review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was implanted with two gore® tag® thoracic endoprostheses to treat a descending thoracic aortic aneurysm. The device was inserted from the right common iliac artery via retroperitoneal cut down. During the procedure, bleeding was observed from the right common iliac artery and was surgically treated. The aneurysm was successfully excluded. The patient tolerated the procedure.